Event description:
A female patient contacted lifecor customer support to report that when she inserted the battery pack into the monitor, the monitor read "change battery." The patient stated that the battery pack had been on the charger all night. Support had the patient place the battery pack into the charger and the charger displayed the orange charging light. Support had the patient download and the download revealed many "runtime expired" and "battery pack fault" flags on the battery pack. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from the this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.